Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the users were unable to remove the medication on cubie pocket, which appeared greyed out on the interface. The customer stated that this malfunction caused a delay while dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b describe event or problem a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie pocket showed grey out. The technical support specialist attempted to contact the customer but received no response. Sent an email regarding case closure, and pharmacist authorized closing the case. No further updates received from the customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the users were unable to remove the medication on cubie pocket, which appeared greyed out on the interface. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.